Event description:
The correct event date was confirmed by the reporter. Due diligence is in progress, there was no additional information provided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a design and manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information available.

Event description:
It was reported that during surgery, when taking a split skin graft using dermatome, the graft came in 3 pieces, causing a second graft needing to be taken. The harvest site needed sutures. The taken graft was damaged and there was a surgical delay of 15 minutes. Another device was used to complete the surgery. Due diligence is complete, and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: united kingdom.